Event description:
This report is based on information provided by philips remote service engineer (rse), field service engineer (fse) and with an investigation documented by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device battery is not getting charged. There was no patient harm reported. Based on the source case notes, the device was evaluated at the customer site by a philips fse. It was determined that the product has malfunctioned and the cause of the reported problem was due to a defective battery. The fse recommended the customer to replace the defective part and a quote was provided. However, the service engineer/customer did not respond to gfe (good faith effort) requests for additional information regarding the resolution. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.